Event description:
The technician alleged that the head of bed goes up by itself when plugged into the wall outlet. No pt impact.

Manufacturer narrative:
The technician replaced the power control board and the control panel on the right side rail to resolve the issue.